Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the subclavian artery. An 8.0x40x135 cm express ld vascular stent was advanced for treatment and was positioned well. The stent balloon was inflated to 2, 4, and 6 atmospheres. However, upon reaching 6 atmospheres, the pump let out the pressure and could no longer inflate the stent balloon. It was noted that contrast was leaking from the balloon and might have burst. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: corrected from (B)(6) hospital to the second affiliated hospital of (B)(6). E1: initial reporter address 1: corrected from (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the subclavian artery. An 8.0x40x135 cm express ld vascular stent was advanced for treatment and was positioned well. The stent balloon was inflated to 2, 4, and 6 atmospheres. However, upon reaching 6 atmospheres, the pump let out the pressure and could no longer inflate the stent balloon. It was noted that contrast was leaking from the balloon and might have burst. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosed target lesion was 80% located in the non-tortuous and severely calcified subclavian artery. The balloon was inflated three time. By the time the proximal end of the balloon inflated about 1/4 of the length of the whole end, the stent could not inflate the balloon, and the balloon could not deploy the stent. The second inflation was rapidly pressurized to 6 atmospheres to higher, but was not maintained, and the balloon pressure relief was confirmed. After third inflation attempt, the balloon burst. The device withdrawn into the guide catheter and replaced the 6-30 peripheral balloon into the stent with non-boston scientific guidewire. The proximal stent balloon has a dilated part in the guide catheter up to the inside of the proximal stent. The pressure was then applied to inflate the stent and the stent deployed fully in the wall.

Manufacturer narrative:
E1: initial reporter facility name: corrected from (B)(6) hospital to the second affiliated hospital of (B)(6). E1: initial reporter address 1: corrected from (B)(6) to (B)(6). Device evaluated by MFR.: express-vascular ld pmtd 8.0x40x135 cm, was received for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure. Blood noted inside the balloon is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the proximal markerband. No other issues were noted with the balloon. The device was received with stent fully deployed from the delivery system. The deployed stent was not returned for analysis as it was implanted inside the patient. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the subclavian artery. An 8.0x40x135 cm express ld vascular stent was advanced for treatment and was positioned well. The stent balloon was inflated to 2, 4, and 6 atmospheres. However, upon reaching 6 atmospheres, the pump let out the pressure and could no longer inflate the stent balloon. It was noted that contrast was leaking from the balloon and might have burst. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. It was further reported that the stenosed target lesion was 80% located in the non-tortuous and severely calcified subclavian artery. The balloon was inflated three time. By the time the proximal end of the balloon inflated about 1/4 of the length of the whole end, the stent could not inflate the balloon, and the balloon could not deploy the stent. The second inflation was rapidly pressurized to 6 atmospheres to higher, but was not maintained, and the balloon pressure relief was confirmed. After third inflation attempt, the balloon burst. The device withdrawn into the guide catheter and replaced the 6-30 peripheral balloon into the stent with non-boston scientific guidewire. The proximal stent balloon has a dilated part in the guide catheter up to the inside of the proximal stent. The pressure was then applied to inflate the stent and the stent deployed fully in the wall.